Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked near the o-ring. The user successfully loaded a new cartridge. The user's blood glucose level was 106 mg/dl.